Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medstation was not turned on. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on and the main controller board was faulty. A field service engineer found that drawer 4-2 was not allowing the station to turn on and replaced the controller boards to resolve the issue. The customer tested the station, the system functioned as intended after the field service engineer repaired the device.